Manufacturer narrative:
Inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor passed per specifications. Bent sensor cannula confirmed.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 247 mg/dl and sensor glucose was 47 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did have a bent cannula on the sensor. The sensor was returned for analysis.